Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, pyxis unit named ssu had been turned off and needed to be reconnected to the network so it could be used again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis unit named ssu had been turned off and now requires reconnection to the network to be used again. A technical support specialist (tss) dialed into the station and re-logged in as cfnadmin. Opened baretail and checked datasync, verifying manual recovery errors. Followed ka (manual recovery required - datasyncinvaliduploadchangetrackingvalue) and confirmed no retry errors. Rebooted the station and verified auto-launch to cfnapp. Contacted the customer and confirmed the users were able to view the station's inventory successfully. The system functioned as intended after the technical support specialist investigated the device.